Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/23/2013device evaluation: on examination, the keypad was intact without damage. On testing, the contrast and down arrow buttons had intermittent response. The remaining buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This complaint is not being reported because the patient continued to use the damaged and this misuse did not cause or contribute to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).